Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: suspicion of bia-alcl (histopathological markers not provided).

Event description:
Patient reported left side bia-alcl. Histopathological markers confirming alcl have not been received. The device has been explanted.